Event description:
In december 2005, a clinical incident involving a turbovac 90 arthro wand was reported to arthrocare corporation. During a chondroplasty procedure of the knee, the tip was reported to have detached and remains in the patient. The detached tip could not be retrieved. No reported patient injury.